Event description:
It was reported there was an empty pump alarm 5 days prior to the date of this report on (B)(6) 2014. The pump was refilled at that time. The system was being used to deliver compounded baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).